Event description:
On (B)(6) 2024, a patient underwent a marker placement procedure using the senomark. During the procedure, it was reported that the marker allegedly did not deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one senomark ultra biopsy marker applicator was received for evaluation. Upon visual evaluation, the device appeared to have blood residue throughout. The tip guide was not returned. Material deformation was observed to the distal tip of the applicator. The marker applicator was returned in a partially deployed configuration with the marker pads extending from the distal tip. During the additional evaluation, microscopic observation showed that the material deformation at the tip was due to excessive force applied to the plunger as the direction of the bulge and the presence of white residue were consistent with previously observed cases involving compressed pads due to excessive force from the plunger. Upon attempting to deploy the pads the distal tip broke from the applicator. The pads were removed from the broken tip, and microscopic examination noted residue, which could have contributed to the failure to deploy, as the residue may indicate that the pads were exposed to moisture, potentially causing them to swell and making deployment difficult. It is unknown if the customer cleared the encor cannula prior to marker placement. Therefore, the investigation is confirmed for the reported positioning failure issue as the pads and wire-form were noted within the applicator and the device was unable to be deployed. The investigation is confirmed for the identified material deformation issue as the compressed pads and the bulge noted on the applicator tip. The investigation is confirmed for the identified break issue as the applicator tip broke during evaluation. A definitive root cause for the reported positioning failure issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential root causes for the failure to deploy include the identified bulge on the applicator, which may have interfered with the plunger¿s ability to follow its intended deployment path, as well as the crushed pva pads, which were observed to be exposed to liquid and may have swollen, resulting in obstruction. A definitive root cause for the identified material deformation (bulge on applicator tip) issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A potential root cause for the identified bulge on the applicator may be the application of excessive force to the plunger during use, which could have led to deformation. A definitive root cause for the identified material deformation (deformed pads) issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A potential root cause for the identified deformed pads may be that the force exerted by the plunger compressed the pva pads and that the pads were exposed to liquid, resulting in swelling and deformation that could have contributed to the obstruction. A definitive root cause for the identified break (tip breaking during additional evaluation) issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A probable cause of the break may be repeated forceful attempts to deploy the pads and wire-form. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent for a marker placement procedure using senomark ultra breast tissue marker. It was reported that during a marker placement procedure, the marker allegedly did not deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one senomark ultra biopsy marker applicator was received for evaluation. Upon visual evaluation, the device appeared to have blood residue throughout. The tip guide was not returned. Material deformation was observed to the distal tip of the applicator. The marker applicator was returned in a partially deployed configuration with the marker pads extending from the distal tip. During the additional evaluation, microscopic observation showed that the material deformation at the tip was due to excessive force applied to the plunger as the direction of the bulge and the presence of white residue were consistent with previously observed cases involving compressed pads due to excessive force from the plunger. Upon attempting to deploy the pads the distal tip broke from the applicator. The pads were removed from the broken tip, and microscopic examination noted residue, which could have contributed to the failure to deploy, as the residue may indicate that the pads were exposed to moisture, potentially causing them to swell and making deployment difficult. It is unknown if the customer cleared the encor cannula prior to marker placement. Therefore, the investigation is confirmed for the reported positioning failure issue as the pads and wire-form were noted within the applicator and the device was unable to be deployed. The investigation is confirmed for the identified material deformation issue as the compressed pads and the bulge noted on the applicator tip. The investigation is confirmed for the identified break issue as the applicator tip broke during evaluation. A definitive root cause for the reported positioning failure issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential root causes for the failure to deploy include the identified bulge on the applicator, which may have interfered with the plunger¿s ability to follow its intended deployment path, as well as the crushed pva pads, which were observed to be exposed to liquid and may have swollen, resulting in obstruction. A definitive root cause for the identified material deformation (bulge on applicator tip) issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A potential root cause for the identified bulge on the applicator may be the application of excessive force to the plunger during use, which could have led to deformation. A definitive root cause for the identified material deformation (deformed pads) issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A potential root cause for the identified deformed pads may be that the force exerted by the plunger compressed the pva pads and that the pads were exposed to liquid, resulting in swelling and deformation that could have contributed to the obstruction. A definitive root cause for the identified break (tip breaking during additional evaluation) issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A probable cause of the break may be repeated forceful attempts to deploy the pads and wire-form. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.